Manufacturer narrative:
The technician found that the communication cable was pinched. The most likely cause is the cable getting damaged during transport due to not being stowed correctly before the bed is moved. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse's station. What this means is that there is no way for a sidecome communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call.

Event description:
The account reported the nurse call did not function. The bed was located in maintenance at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).